Event description:
The recipient reportedly experienced an infection. On (B)(6) 2019, the recipient presented with a small collection of fluid that resulted in a blister at the implant site. On (B)(6) 2019, the recipient underwent wound debridement. The wound was flushed and coated with vancomycin powder, however, the issue recurred. The recipient was given oral antibiotics, however, the issue did not resolve. On (B)(6) 2020, the recipient's device was explanted. The recipient was given an additional course of antibiotics. The recipient will be reimplanted.

Manufacturer narrative:
Additional information: section d.10. The recipient has reportedly healed. The recipient was reimplanted and is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3 advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2020, the recipient was reimplanted with another advanced bionics device. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The residual gas analysis result exceeded the test limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had nitrogen that exceeded the limit. Based on an assessment of the dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.